Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for six (6) patients on the access 2 immunoassay system serial number (B)(4). This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6), 2015 for one patient (designated as patient one (1)). The sample was reanalyzed five (5) times on the same access 2 immunoassay system and erratic results were obtained. The sample was then tested on an alternate access 2 immunoassay system (serial number unknown) and a lower result, within the assay's normal reference range, was obtained. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2015-00266 addresses the non-reproducible access accutni+3 results obtained on (B)(6), 2015 for five (5) patients (designated as patients two through six). Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was within the customer's established ranges prior to the reported event. The system check performed after the non-reproducible access accutni+3 results were obtained failed. The patient samples were collected in gel separator plasma tubes. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted the customer changed the aspirate probes prior to his arrival and obtained a passing system check. The fse verified instrument performance. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the reported event as changing the aspirate probes corrected the issue the customer was experiencing. All MDR's associated with this report: MDR 2122870-2015-00260, and MDR 2122870-2015-00266.